Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had dropped to 35 mg/dl. In addition the patient reports they had lost consciousness for 15 minutes. The pod will not be returned as it has been discarded.